Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Philips field service engineer (fse) replaced the air flow sensor and retested the unit. After the air flow sensor was replaced the unit operated correctly and the sensor was within tolerance levels. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During annual performance maintenance (pm) the philips field service engineer (fse) noted the air flow sensor was out of tolerance. There was no patient involvement.